Event description:
Event description cpi received information that this irox lead was experiencing high thresholds due to a clavicular crush fracture. Pacemaker was also explanted due to normal battery depletion. Lead was discarded, pacemaker will be returned for analysis.